Manufacturer narrative:
H3, h6) the system was serviced in the field and the problem was unable to be replicated. The images looked good. The field service engineer (fse) stated the account performed gain calibrations before they arrived on site. No faults were found during system service. Codes b01, c19, and d14 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging was not usable when they performed a scan as there were dark and grainy shadows covering the bone. There was troubleshooting present. It was reported that the site did some imaging on their phantom and the images were dark and grainy. The system was restarted twice with no resolution. The site stated they performed rad and gain calibrations the following day. There was no patient involvement.